Event description:
The line was placed without incident, but the placing nurse was dispatched to a non related emergency and did not remove the stylet. Another nurse was asked to suture down the line which occurred without incident. The line was used for 2 days without incident but on the third therapy, the catheter and stylet migrated because it never was sutured down correctly. The pt was sent to a different facility for the line to be removed.

Manufacturer narrative:
A complaint history review of lot #reqh0923 showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.